Event description:
A report was received that the patient had an infection at the pocket site. Symptoms include redness and swelling at the site. It was reported that the patient had a history of (B)(6). The physician did not believe that the infection was procedure or device related. The patient was treated with intravenous antibiotics. The infection was reported to be clearing up.